Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm of unknown size. It was reported that during the index procedure the main stent graft and the right limb were inserted successfully but the left contra lateral limb placed too low resulting in a 15mm overlap. It was reported that the physician added another contralateral limb proximally to ensure adequate overlap. The final run was performed and the surgery was completed. Approximately 6 days post the index procedure a follow up scan identified a type ib endoleak from the distal right common iliac limb and the additional proximal piece that was placed on the left was too high as it was at the same level of the top of the main stent graft. Re-intervention was performed on the same day. The right limb was extended with a 24mm diameter distal common iliac limb. The right limb was alsoextended proximally to have the limb on this side up to the top of the main body stent graft, to prevent the left side from collapsing and occluding the main stent graft. All additional devices were successfully inserted and the endoleak was resolved. Per the physician, the cause of the event is due to user error no additional clinical sequelae were reported, and the patient is fine.